Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu1793 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
The customer reports: ¿at the connection between power trialysis and the machine the hub is unstable (not tight). It twists and this increases the access pressure.¿ additional information 1/18/2022: the power trialysis 5618200 with the lot refu1793 exp. Date 2023/03/31. This product is used for hemofiltration and when the curved line is connected to the machine, the tubing becomes very soft and twists in such a way that the flow is interrupted.